Event description:
It was reported that the pulse generator exhibited backup vvi operation. Due to the device battery being low troubleshooting could not be performed. On (B)(6) 2017 the device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
Final analysis found a transient high current from checksum errors which caused the reported backup operation. The cause of the checksum error could not be determined.